Event description:
The patient was undergoing a coil embolization procedure to treat a saccular endoleak using a pod packing coil (packing coil), a ruby coil, and a non-penumbra microcatheter. It was reported that the patient¿s anatomy was slightly tortuous. During the procedure, the physician gained transcaval access into the saccular endoleak using the microcatheter. It was noted that one ruby coil was successfully placed into the target location. While the physician was advancing the packing coil halfway through the microcatheter, the physician experienced resistance. Therefore, the physician decided to retract the packing coil. While retracting the packing coil, the physician experienced resistance, and the packing coil unintentionally detached within the microcatheter. The microcatheter containing the detached packing coil was removed from the patient, and the packing coil was removed from the microcatheter using endo forceps. The procedure ended as the physician determined that the target vessel was sufficiently embolized. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Placeholder.